Event description:
It was reported the patient has been experiencing pain at the ipg site that radiates down her low back and hip area. Allegedly, the patient experienced pain where the ipg is located prior to being implanted with her permanent scs system. In turn, the pain at the ipg site is worse than prior. Surgical intervention will be undertaken to address the issue.

Manufacturer narrative:
UDI (di): (B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.